Event description:
It was reported, company rep indicated a reading of <250 ohms. It was stated after troubleshooting was performed, impedances still showed 0.50 ohms sporadically. At the time of this report, no further details were reported. Add'l info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).